Event description:
A malfunction was reported on the pump, although no notable events occurred prior. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which the customer followed, and the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arise again.